Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy and continued to use the pump for insulin therapy.